Event description:
On 3/9/94, rptr had l-1, l-2 disc removed and the spinal rod system with six pedicle screws implanted in l-1, l-2, l-3. Everything went pretty good until 8/93 when rptr was told he could quit wearing his shell brace. Since then rptr's legs have been going out, mostly the rt leg and during a fall rptr tried to brace himself with his left arm and tore the rotator cup tendons. Dr said that the rod system could not cause this problem. Rptr has been in more pain since the surgery. Rptr can't get another dr to look at him because of the condition of his back and his prostate. Dr just says it will pass, but it has been over 18 months and just is getting worse. Rptr is having bladder control problems and sexual potency problems, can't walk very far, drive for long distances, and can't work.